Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the physician noted that the atrial lead had insulation damage. The atrial lead was patched. The patient was stable throughout.